Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced popping sounds, sound quality issues, and discomfort with use of the device. The recipient also perceived a decline in performance; however, speech performance testing revealed the performance remained the same. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.